Event description:
It was reported that a patient, female, underwent a atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a pericardial effusion, (if applicable) which did not require intervention. The patient¿s medical history is unknown. While using the first smart touch bidirectional catheter (lot #: 17028614m) and during ablation, low temperature displayed on the carto 3 system. The temperature was unknown. The cable was exchanged with no resolution. The issue was resolved by exchanging the catheter. Upon request, additional information was provided on the event. The baseline temperature was between 30-32 c. The temperature typically stayed around 32 c while ablating. The minimal cut off value was unknown. The temperature dropped to 28 c. The catheter was exchanged with another smart touch bidirectional catheter (lot #: 17018373m). While using the second smart touch bidirectional catheter (lot #: 17018373m), the patient's blood pressure dropped towards the end of the procedure. Ice confirmed a pericardial effusion. No medical intervention was reported. The patient was reported to be in stable condition.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant medical products: carto 3 system, model #: m-4800-01, serial#:(B)(4); stockert generator, model #: unknown, serial #: unknown; coolflow pump, model #: unknown, serial #: unknown; lasso navigational variable 12 pole catheter, model #: unknown, lot #: unknown. Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. (B)(4). Upon request, additional information was provided on the event. The physician¿s opinion of the causality of the event was caused by the stiffness of the second smart touch bidirectional catheter used in the procedure. The physician also speculated that he may have burned somewhere too long because he did not have accurate temperature readings with the first smart touch bidirectional catheter (lot #: 17028614m). The physician also speculated that he may have paced rapidly while the bsx polaris coronary sinus (cs) catheter fell out of the cs. This bsx polaris coronary sinus catheter may have caused the effusion by penetrating the cardiac tissue. The next day, the physician felt it was due to the stiffness of the second smart touch bidirectional catheter (lot #: 17018373m). A transseptal puncture was performed. However, the product information for the needle is unknown. The effusion was discovered after ablation and during testing for block. At the time, the bsx polaris coronary sinus catheter had fallen out of the cs and may have contributed/caused the effusion from rapid pacing while bouncing against the cardiac wall. The overall time for ablation at the site of the injury is unknown as the site of the effusion was undetermined. There is no further information about the hospitalization. Act was maintained at <250. Settings during the event include: power control mode / power averaged 30-35 watts / temperature cut-off was set at 40 degrees celsius / temperature ranged from 32-38 degrees celsius / irrigation flow setting was set at 30 ml/min. Per the physician¿s opinion and to be conservative, we will report this event under both smart touch bidirectional catheter¿s. However, with the first smart touch bidirectional catheter (lot #: 17028614m), the temperature information provided seems as if it is normal temperatures were displayed.